Manufacturer narrative:
A patient¿s trial leads were explanted due to an infection was reported to abbott. The infection has since been resolved. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.

Manufacturer narrative:
Date of event is estimated. Date of explant is estimated. Additional components potentially involved in the event include: common device name: scs trial lead, model: 3086ans, UDI: (B)(4), serial: (B)(4); batch: a000131710.

Event description:
It was reported the patient's trial leads were explanted due to infection. Follow-up information indicated the infection resolved. The investigation did not determine which lead is related to the issue.